Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was unknown. Customer stated that she had a diabetic stroke and that the ultrasounds found a clot in the right side of the brain. Customer stated that the insulin pump was vibrating and alarming prior to going to the hospital. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion, excessive no delivery alarm tests due to prime/fill anomaly. However, unit passed the displacement test, no motor error alarmed occurred motor tested ok.